Manufacturer narrative:
The reporter's meter and one test strip were returned for investigation. The test strip and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strip of lot 409638 and retention test strips of the same lot were tested with the returned meter and retention controls. Results (qc range = 2.7 - 3.3 inr): returned test strip result = 3.0 inr, retention test strip result = 3.0 inr. Retention test strip result = 3.0 inr/ all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.this event occurred in (B)(6).

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 6:00 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.79 inr. At 7:14 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week.